Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
A patient reported blood glucose results of "139 mg/dl" with a lifescan meter and "129 mg/dl" on a laboratory device, performed within 11-20 minutes of each other. Other comparisons reported, all within 11-20 minutes, were 70 and 39; 176 and 144; 145 and 89; and 80 and 62 mg/dl. Between the tests there was no intervention that would be expected to change the blood glucose.